Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and found the remote alarm connector was damaged and not connecting to the graphic user interface (gui) printed circuit board (pcb). The gui pcb was replaced, which resolved the issue. The se uploaded the current software revision and the ventilator passed self testing.

Event description:
The customer reported an 840 ventilator with the remote alarm not working. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported issue was verified. The identified root cause of the reported issue was isolated to a mechanical problem. If information is provided in the future, a supplemental report will be issued.